Manufacturer narrative:
A fractured abutment had led to the implant being no longer restorable and being removed. Dentsply sirona implants is not the legal manufacturer of the fractured abutment that caused the event.

Event description:
It was reported that a patient experienced a dental implant loss due to screw fracture from a pre-milled-blank abutment. The fragment could not be removed from implant; therefore, the implant was removed.